Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 04-aug-2025, the user reported that their replacement ilet device repeatedly displayed alert 38 during motor rewind, preventing completion of the setup process. Troubleshooting was attempted, but the device remained unable to proceed. A replacement device was arranged. The user continued using backup therapy until the new device would arrive. Blood glucose was not affected. No medical intervention was required.